Event description:
Information received from the field does not address the patient's clinical status but notes that post implant, the device exhibited low capture thresholds. The autocapture had been programmed on, but interrogations found that autocapture was off. Normal function was observed when the autocapture was left off. It was also noted that the lead did not properly fit in the connector and approximately one week post implant, the device was replaced.